Event description:
New information received notes that the patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: b1; b2; b5; d7; h1; h6 (method code); h10. Further information was requested but not received.

Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited exhibited high ventricular rate and noise resulting in inhibition of pacing. The patient was pacemaker dependent and felt dizziness during the episodes. Programming changes were made. Lead revision was discussed. The patient was stable.